Event description:
The ventilator did not alarm." The customer confirmed that the alleged event did not result in an adverse clinical effect to the pt. The tyco healthcare customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self-testing and no parts were replaced. It was not verified that the vent was inoperable.